Event description:
On (B)(6) 2014, covidien (B)(4) received a claim from the lawyer firm (B)(6). The claim states that on (B)(6) 2011, a gynaecologist implanted a progrip mesh with (B)(6). Directly after the surgery the patient received very severe complaints. Due to these complaints (not specified in the claim) the patient was admitted to the (B)(6) in (B)(6) on (B)(6) 2011.

Manufacturer narrative:
(B)(4).